Manufacturer narrative:
Product analysis #705599444:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium prime implant coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The stryker excelsior sl-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium prime implant coil was found stretched and broken with the polypropylene filament also broken. The axium prime pusher was not returned for analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. Possible causes of coil stretching/breaking include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or advancing/retracting the coil through the micro catheter against resistance. The customer reported no issues that would result in the coil stretching and devices were prepared per IFU. Therefore, the cause could not be determined. As the sl-10 micro catheter and pusher used in the event was not returned for analysis, any contribution of the micro catheter and pusher towards the resistance and coil separation could not be determined. The sl-10 micro catheter has an inner diameter of 0.0165¿ (per stryker website), which is compatible for use with the axium prime coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the professor put in the coil through the sl-10 catheter and the coil was stretched so the professor removed the coil and changed to a new coil successfully. The reported device and any accessory devices were prepared as indicated in the IFU. It was noted that there was no patient involved in the event. Ancillary devices include a sl-10 microcatheter. Additional information was received that there were no issues that resulted in the damage that was found.